Manufacturer narrative:
The event could not be confirmed because the device was found to function as intended. The device inspection revealed the following the visual inspection of the returned reveals no signs of damage. Furthermore a functional test was performed with the returned complaint device in our split fixture. The device seated in the fixture without issue by following the surgical technique 3 impactions after applying some thumb pressure to the returned device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on analysis of the returned component and provided information, the root cause was attributed to a user related issue. The most likely cause of the reported difficulty is due to the user not applying thumb pressure to the polyethylene component prior to impaction. The surgical technique instructs the user to apply hand pressure to begin to engage the locking mechanism. If any further information is provided the complaint report will be updated.

Event description:
It was reported that, the insert dislodgement occurred possibly due to improper installation. The device was implanted on (B)(6) 2025, and revision surgery to remove the insert was performed on (B)(6) 2025.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, the insert dislodgement occurred possibly due to improper installation. The device was implanted on (B)(6) 2025, and revision surgery to remove the insert was performed on (B)(6) 2025.